Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The device was reprogrammed. The patient would return to clinic in one month for reassessment.

Event description:
On (B)(6) 2014 new information noted that the physician was unable to reproduce the noise. No programming changes were made. Patient will continue to be monitored.

Event description:
New information notes that subsequent visits revealed that noise was still present on the lead. The lead was explanted and replaced on (B)(6) 2014.